Event description:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. A33566) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant and long menstrual bleedings lasting at least for 2 weeks"), dyspareunia ("sexual intercourse problems"), pruritus ("skin itching"), rash ("rash on the skin"), dry skin ("skin dryness"), iron deficiency ("developed iron deficiency in consequence of the abundant menstrual bleedings"), alopecia areata ("loss of hair / alopecia areata"), urinary tract infection ("urinary infection"), gastritis ("stomach inflammation"), arthralgia ("articular pain"), paraesthesia ("pricking sensation in the legs"), fatigue ("extreme tiredness"), renal pain ("kidney pain") and quality of life decreased ("quality of life has been decreased"). The patient was treated with surgery (removal pending). At the time of the report, the pelvic pain, menorrhagia, dyspareunia, pruritus, rash, dry skin, iron deficiency, alopecia areata, urinary tract infection, gastritis, arthralgia, paraesthesia, fatigue, renal pain and quality of life decreased had not resolved. The reporter considered alopecia areata, arthralgia, dry skin, dyspareunia, fatigue, gastritis, iron deficiency, menorrhagia, paraesthesia, pelvic pain, pruritus, quality of life decreased, rash, renal pain and urinary tract infection to be related to essure. The reporter commented: she was affected by essure. Since insertion, everything has been problems in these past 5 years until the cause of all these symptoms was found. Her quality of life has been reduced since she has the essure. She is waiting for a medical appointment with the gynecologist to remove the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pelvic pain: 11701 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. A33566) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abundant and long menstrual bleedings lasting at least for 2 weeks"), dyspareunia ("sexual intercourse problems"), pruritus ("skin itching"), rash ("rash on the skin"), dry skin ("skin dryness"), iron deficiency ("developed iron deficiency in consequence of the abundant menstrual bleedings"), alopecia areata ("loss of hair / alopecia areata"), urinary tract infection ("urinary infection"), gastritis ("stomach inflammation"), arthralgia ("articular pain"), paraesthesia ("pricking sensation in the legs"), fatigue ("extreme tiredness"), renal pain ("kidney pain") and quality of life decreased ("quality of life has been decreased"). The patient was treated with surgery (removal pending). At the time of the report, the pelvic pain, menorrhagia, dyspareunia, pruritus, rash, dry skin, iron deficiency, alopecia areata, urinary tract infection, gastritis, arthralgia, paraesthesia, fatigue, renal pain and quality of life decreased had not resolved. The reporter considered alopecia areata, arthralgia, dry skin, dyspareunia, fatigue, gastritis, iron deficiency, menorrhagia, paraesthesia, pelvic pain, pruritus, quality of life decreased, rash, renal pain and urinary tract infection to be related to essure. The reporter commented: she was affected by essure. Since insertion, everything has been problems in these past 5 years until the cause of all these symptoms was found. Her quality of life has been reduced since she has the essure. She is waiting for a medical appointment with the gynecologist to remove the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.